Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study it was reported that the patient died. In (B)(6) 2014, index procedure was performed. The 90% stenosed target lesion was located in the right coronary artery. A 3.00x24mm promus element ¿ drug-eluting stent was then implanted. In (B)(6) 2016, the patient tumbled resulting to a right femoral intertrochanteric fracture and also the patient had pneumonia. Two days later, the patient was hospitalized. In (B)(6) 2016, the patient died.